Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one month post left hip procedure, the patient underwent a revision due to infection, necrosis, and tissue damage. There was an initial I&d procedure where the joint was irrigated, sinus tract excised, loose or questionable tissue excised, and the wound closed in layers. During the revision two days later, there was an extensive synovectomy and complex muscle debridement. Necrotic tissue and dead muscle edges removed. The head, liner, and screws were removed and the acetabulum thoroughly washed. A new head and liner were placed. Attempts have been made and no further information has been provided.